Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing of myopotentials, which resulted in pacing inhibition. According to the available information the sensitivity of the device will be reprogrammed pending induction testing. No adverse patient symptoms were reported.